Manufacturer narrative:
Device not returned.

Event description:
It was reported that the patient was admitted from or after a CABG procedure. Cardiac index dropped to 0.9, svo2 was 30. A manual cardiac index was done for a result of 2.7. After doing manual boluses, continuous cardiac output returned to 2.0. No patient complications were reported.